Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the cause of the issue was patient non-compliance. The device was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger was not holding a charge since the year prior to the report. The patient later confirmed that it was the implantable neurostimulator (ins) that was not charging up instead of the implantable neurostimulator recharger (insr). The patient met with a manufacturer representative (rep) and they were able to get the ins up and charging from the ¿sleep mode¿. After charging the ins for 3 hours, the battery level just ¿ping ponged¿ back and forth but never reached 100%. The patient then stated that they were getting 6-8 coupling bars and it seemed like the insr was functioning as normal. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.